Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur, and the customer was advised they could continue to use the pump. Instructions were given to reload the cartridge and resume insulin, with guidance to call back if further assistance was needed.